Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the device was difficult to toggle and the needle broke and fell out of the instrument during cuff closure. A new suture was used to resolve the issue and complete the case. There was no patient injury.